Manufacturer narrative:
The device return is anticipated, however, at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Upon review of the device history for the serial number: (B)(4) it was determined that the device was manufactured on aug 17, 2018, and is past the two (2) year expected product life as outlined in the glidescope operations, and maintenance manual (omm).

Event description:
The customer reported that during a patient procedure, using a glide scope avl video baton 3-4, the image was cutting in and out. No delay in the procedure, use of a backup device, or harm to the patient, or user was reported.